Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the patient using insulin reported that the device was "the worst possible set for me." After a day or day and a half, there were hard knots in the skin that would last for up to 10 days, many blockage alerts. The patient experienced a skin reaction. Then, the patient started breaking out in hives on the device. On the pharmacy side, they had used the device sets until wednesday night. After switching back to this device, things were fine until thursday morning, when they began experiencing tenderness at the site. The patient changed the set that night but encountered a line blockage alarm at 3:30 a.m. The following morning. After changing the infusion site again, another blockage alarm occurred around 4 a.m., prompting the patient to replace the device, cassette, and tubing once again, and perform troubleshooting. This issue kept happening, and the patient had changed out 6 sets due to the blockage alarms. Every device the patient was removing looked perfect. The patient experienced 4 blockage alarms today and was even trying different body parts. The event occurred during patient use.